Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) with (B)(6) ketones while wearing the pod longer than 48 hours on the arm. The patient noted the edges of the adhesive pad had started to lift and believed the cannula may be bent. There was also bruising at the infusion site. A new pod was applied to treat the hyperglycemia. It should also be noted that the patient's basal rate was increased by 30% that morning and she had "hormonal issues" which she believes may affect her bg levels.